Event description:
It was reported that the patient experienced a stroke during hospitalization. Start date was 2005, stop date was the next day. This was not a pre-existing condition and not felt to be product related. No action or treatment was administered; however, this event resulted in new/prolonged hospitalization. The patient's outcome has resolved. During the procedure the physician judged the conditions in the carotid artery to be unsafe to attempt use of any distal protection device. The patient had severe stenosis, angulation, tortuous access and distal atherosclerosis. The patient had suffered a stroke in 2004 and a tia in june of 2005.